Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple intermittent temperature alarms occurred. Customer was unable to clear the alarm. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg. As a result of the elevated bg, customer went to the emergency room and was subsequently admitted to the hospital in the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin and was discharged from the ICU on (B)(6) 2023 with no permanent damage and the issue resolved. Customer reverted to an alternate method of insulin therapy.